Event description:
During cardiac surgery the surgeon was using the wire twister when a washer fell off of the instrument. The washer was successfully located in the surgical drapes, resulting in no harm to patient.